Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 500 mg/dl and 600 mg/dl at time of incident. The customer had symptoms such as feeling fatigued. The customer had tried treating with both manual injections and bolus deliveries. The customer was been using insulin pump system within 48 hours of reported high blood glucose. The insulin pump will be returned for analysis.